Manufacturer narrative:
D2a: common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy. D2b: procode: additional product codes: gbo, lje. E1: (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter tip of a cook ultrathane mac-loc locking loop multipurpose drainage catheter separated. During a percutaneous transhepatic biliary drainage procedure, the cook ultrathane mac-loc locking loop multipurpose drainage catheter was routinely flushed. When the drainage catheter was inserted into the patient it was discovered the tip of the catheter was rough and was difficult to advance into the patient. After multiple attempts the tip of the cook ultrathane mac-loc locking loop multipurpose drainage catheter was damaged and the suture fell off, making it unable to be used. To complete the procedure the device was removed and replaced with a new drainage catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.